Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. A review of the pump black box data showed a pump reboot had occurred. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The threads on the returned battery cap were stripped. Due to stripped threads, the cap was unable to tighten and secure in order to maintain an electrical connection; intermittent power loss was duplicated. A test cap was able to secure for testing. The pump was exercised for 24 hours with no power interruptions. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.